Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped form 35% to 0% after being connected to a power source and subsequently shut off. Review of the pump data by tandem technical support showed that the pump battery depleted form 85% to 5% within 2 minutes. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injections supplies available.